Event description:
It was reported to philips that the system did not start after a voltage drop. The system was not in clinical use at the time of the reported event. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.